Event description:
It was reported that during a da vinci s pharyngoplasty procedure the monopolar cautery instrument spatula tip was damage, the plastic part of the tip was melted. No missing or fallen pieces were reported. The planned surgical procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, the hospital representative was contacted to request additional information regarding the reported complaint. It was indicated that a pharyngoplasty was being performed, using the monopolar cautery instrument with the spatula tip installed. The surgical staff did not experience any issues or abnormalities while installing the spatula tip. While the surgeon was dissecting the patient's right tonsil, it was noted that the spatula tip was damaged. Neither the surgical staff nor the surgeon saw energy escape from the instrument, although the surgeon stated a cautery leak may be the cause of the damage. The instrument was noted to not have collided with another instrument during the procedure. A review of the system logs for the system used in the procedure did not produce any data related to the event. The patient has recovered as expected and has not returned to the hospital with any post-surgical complications. The instrument was received and evaluated. Engineering confirmed the spatula tip to be damaged as the monopolar adapter exhibited charring and localized melting. The adapter pocket where the disposable tip was installed was deformed due to the melting. The electrical contacts were damaged within the adapter. The instrument passed electrical continuity testing. Engineering also found a bent snake wrist, a broken screw, and a kinked flush tube. The snake wrist was bent and could not be straightened manually. The cable tension on the one side was lower than usual. The housing was removed and engineering found a broken screw stuck to the magnet. The screw broke from the bottom left gimbal plate hole, which caused the cable tension to decrease and the snake wrist to bent. The flush tube was also found with multiple kinks in the backend. No other damage was found.